Manufacturer narrative:
The meter/remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the meter was emitting an error 1 warning when attempting to access the food database. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 04/02/2014 ¿ device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the meter remote was found to power on normally and pair with a test pump without issues. During testing, the meter was unable to add items to the logbook due to a recurring error 1 resulting from an issue in the meter¿s food database.